Event description:
Tampon had shredded inside-vagina [foreign body in reproductive tract]. They shredded- tampon [device breakage]. Hard time getting them removed- tampon [device difficult to use]. Tampons shredded during removal [complication of device removal]. Case description: consumer reported via phone that tampon shredded and she had a hard time removing them. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on april 15, 2022. An investigation is in progress for returned product received on april 15, 2022.

Event description:
Tampon had shredded inside-vagina [foreign body in reproductive tract] they shredded- tampon [device breakage] hard time getting them removed- tampon [device difficult to use] tampons shredded during removal [complication of device removal] case narrative: consumer reported via phone that tampon shredded and her daughter had a hard time removing them. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon had shredded inside-vagina [foreign body in reproductive tract]. They shredded- tampon [device breakage]. Hard time getting them removed- tampon [device difficult to use]. Tampons shredded during removal [complication of device removal]. Case narrative: consumer reported via phone that tampon shredded and her daughter had a hard time removing them. No serious injury reported.